Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2016, 4076-52 lead, implanted: (B)(6) 2009, 694865 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular pace/sense lead - being used in conjunction with the high voltage portion of another lead - was fractured. The physician did not want to extract both the pace/sense lead and high voltage lead so the high voltage lead was explanted and replaced, and the pace/sense lead was capped and noted to be unusable. No patient complications have been reported as a result of this event.